Manufacturer narrative:
Since the date of death is unknown, added the date of death as (B)(6) 2022 which is the awareness date of this adverse event. Therefore, date of death was updated accordingly. The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed.  Pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. The patient suffered an esophageal fistula and died. The bwi representative overheard two physicians talking about a patient who had an afib procedure on (B)(6) 2022, that died due to complications from the fistula. Additional information was received. The date of death is unknown. The physician¿s opinion on the cause of death was the fistula. Force visualization features used were dashboard and visitag with tag index. There was no additional filter used with the visitag. There was no perforation during ablation. No error messages were observed on biosense webster equipment during the procedure. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation.

Manufacturer narrative:
Additional information was received on 12-sep-2022. No issue was reported with the smartalate generator. No service was provided and no request for the service. No repair performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
In the 3500a initial it was reported that a picture was received. However, during an internal review on 26-jul-2022, it was noted that it is not relevant as it does not provide additional evidence related to the product failure. Therefore, no investigational analysis could be done on the picture provided. The investigation was completed on 03-aug-2022. The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).